Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information: diagnosis - neuroblastoma.

Event description:
It was reported that the infant patient was to receive a rituximab 25mg infusion in the acute care department. The pharmacy tech prepared the rituximab infusion by adding rituximab 10mg/ml (2.5ml) to ns 10ml to equal a total of 12.5ml. Once completed, the pharmacy tech removed 40ml from a ns 100ml bag and instilled a total of 15ml which contained the rituximab dose of 25mg to equal a vtbi of 75ml. The intended rituximab infusion protocol to be programmed was as follows: ordered dose: 25 mg; administration dose: 25 mg; volume: 12.5 ml infuse per rituximab protocol. Initiate at 0.5 ml/kg/hr for 30 minutes; increase to 1 ml/kg/hr for 30 minutes; increase to 1.5 ml/kg/hr for 30 minutes; increase to 2 ml/kg/hr for 30 minutes; increase to 2.5 ml/kg/hr for 30 minutes; increase to 3 ml/kg/hr for 30 minutes; increase to 3.5 ml/kg/hr for the remainder. At 10:15, the rn initiated the rituximab to infuse at 4.8ml/hour (0.5 ml/kg/hr) for 30 minutes. Approximately 11 minutes later, the entire bag of rituximab had infused and the tubing set had air in the line. The unit checked with pharmacy and the pharmacy department confirmed that the vtbi was 75ml per their record. The infant patient was monitored closely and did not experience any adverse effects from the event.